Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, however, the patient's allergies could not be confirmed with the information provided. The device history records were reviewed and no discrepancies were identified. Review of x-rays identified that the femoral component coronal alignment was approximately six (6) to seven (7) degrees valgus and the sagittal alignment was grossly neutral. Radiolucency was present at the femoral component posterior metal-bone interface and anterior and posterior to femoral pegs, however was thin and may not be significant. The tibial component coronal alignment was approximately two (2) degrees varus and the posterior slope was approximately seven (7) degrees. The bone quality was noted to be questionably osteopenic. Reported information identified that the patient had a nickel allergy, however, review of the implanted devices confirmed that only the femoral component contained nickel. Per the package insert, metal sensitivity is a known possible adverse effect of this surgery. The root cause is related to the patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: persona cruciate retaining femoral component, catalog #: 42502006401, lot #: 63461688 persona medial congruent articular surface, catalog #: 42512100512, lot #: 63301921 persona all polyethylene patella, catalog #: 42540000026, lot #: 63497949. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision procedure approximately one year post-implantation due to nickel allergy. The tibial tray, femoral and articular surface were removed and replaced.

Manufacturer narrative:
(B)(4). Medical product: unknown persona femoral, cat#: unknown lot#: unknown. Unknown persona articular surface, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07529, 0001822565-2017-07530. Remains implanted.

Event description:
It was reported that the patient is suffering from metal allergies and pain, as well as tightness in the knee. Attempts have been made and no further information has been provided.